Event description:
It was reported the duodenovideoscope has difficulty inserting the stent, or that the stent is unable to pass through. The reported event occurred during a therapeutic, endoscopic retrograde cholangiopancreatography (ercp) procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1 - contact office email, g4 - PMA/510(k) #, h3, h4, h6, h11. Corrected fields: h6 - health effect - clinical code, h6 - health effect - impact code. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens adhesive section has peeled off and the light guide lens adhesive section has peeled off. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure was completed using a back-up device.